Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were coming out of the device closed. Unknown at what firing this occurred, but four or five clips came out of the device closed. Another device was used to complete the case with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: the clips came down into the jaws already partially formed but did not fall out of the jaws is how it was described to me by the surgeon. No clips fell into the patient. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.